Event description:
The customer alleged they received a questionable tina-quant transferrin ver 2 (trans) result on their c501 analyzer. The patient's initial result from an aliquot tube was 0 g/l. The sample was automatically repeated and the result was 0 g/l. Later that afternoon, the sample was manually repeated and the result was 2.45 g/l. The initial result of 0 g/l was reported outside the laboratory, but the laboratory changed the result directly to 2.45 g/l before the specialist got the patient report. The patient was not adversely affected. The trans reagent lot number was 657817 and the expiration date was not provided. A root cause could not be determined due to a lack of information available from the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).